Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A sentrant sheath was used as a conduit during an endovascular procedure. It was reported that during the index procedure a leak was observed upon insertion of the sentrant sheath. Due to the presence of blood, the exact source of the leak within the device could not be determined; however, it was believed to be around the dilator. The device was inspected prior to use, and no issues were identified. Flushing was performed in accordance with the instructions for use. The sentrant was replaced with a non-medtronic sheath. No blood loss or patient complications were reported. Per the physician the cause of the leak is undetermined. No additional clinical sequelae were reported and the patient is fine.